Manufacturer narrative:
Based on the claim against the product by the customer noting could not get bipolar energy from the e-100 generator, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to use a vessel sealer instrument with e100 generator, but generator was not recognizing instrument. E100 led was not illuminated when cautery chord was plugged in, and when attempting to fire received message check energy connection. The fse replaced e100 to resolve the issue. Isi received the e-100 unit involved with this complaint. Failure analysis investigation confirmed and replicated the customer reported complaint. The e-100 was installed into the test system, and it failed. E-100 did not recognize instrument when cautery chord is plugged in. The probable root cause is related to a component failure. This complaint is being reported due to the following conclusion: the e100 generator did not function as intended after the start of the procedure and had to be replaced. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the system could not get bipolar energy from the e-100 generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no errors. The customer power cycled the system and the e-100 generator, still the issue persisted. The customer then got another vessel sealer extend instrument and tried it and it also would not fire bipolar energy from the e-100. The customer installed the vessel sealer extend instrument into the integrated electrosurgical unit (iesu/erbe) generator and it fired with no issue. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.